Manufacturer narrative:
The pump was received with a severely scratched display window, cracked battery tube threads, and a broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating cracks on the insulin pump. The customer's blood glucose reading was 139 mg/dl. The customer stated that there are cracks where the reservoir fits into the pump. The customer stated that there is a piece hanging off the sides of the pump. The customer stated that the top of the reservoir compartment is missing pieces and the o-ring is visible. The customer stated that there are some scuff marks on the screen. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.